Manufacturer narrative:
P-cap / reservoir locks properly into place. Device received with fully functional keypad. Keypad traces inspected and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No button error alarm noted upon testing. Device received with pillowing keypad overlay and minor scratches on case. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump buttons were inflated and hard to press. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer was unable to clear the alarm. Customer stated all buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.